Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem technical support reviewed the pump data and no device issues were identified. The customer's healthcare provider removed the customer from pump therapy until the customer "works on carbohydrate counting". The customer was on a super low carbohydrate diet and nothing was entered into the pump. Device not returned.

Event description:
It was reported that the customer had a low blood glucose (bg) level and the customer lost consciousness. The cause of the low bg was not known. Paramedics administered and injection of glucagon and transported the customer to the emergency room (ER). After 4 hours, the customer left the ER in stable condition.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed. There were no bolus requests made on (B)(6) 2018 or days before. There was no basal delivery. Complaint could not be confirmed. There was no insulin delivery on (B)(6) 2018. There is no evidence of device malfunction.